Event description:
Jada system was used but hemorrhage continued [device ineffective] no additional ae [no adverse event] case narrative: this spontaneous report originating from united states was received from a nurse via regional manager, referring to a non-pregnant female patient of unknown age. The patient's current condition included singleton fetal demise. The patient's historical condition included pregnancy. The concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intrauterine (lot # and expiration date were not reported) route for postpartum hemorrhage. On an unknown date, the vacuum-induced hemorrhage control system (jada system) was used, and it worked without any issue, but hemorrhage continued (device ineffective). Bakri uterine balloon was initiated, and patient was transferred to another hospital. It was reported that after initial bleeding control by vacuum-induced hemorrhage control system (jada system), there was another bleeding episode. The patient sought medical attention. No product quality complaint (pqc) and additional adverse event (ae) (no adverse event) reported. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. Upon internal review, the event device ineffective was determined to be serious due required intervention (devices). This case was linked to same patient linked cases included (first vacuum-induced (jada system) fell out when patient moved during two resuscitations) (device expulsion) (reported in oars # (B)(4)). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada system was used but hemorrhage continued [device ineffective]. No additional ae [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a nurse via regional manager, referring to a non-pregnant female patient of unknown age. The patient's current condition included singleton fetal demise. The patient's historical condition included pregnancy. The concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intrauterine (lot # and expiration date were not reported) route for postpartum hemorrhage. On an unknown date, the vacuum-induced hemorrhage control system (jada system) was used, and it worked without any issue, but hemorrhage continued (device ineffective). Bakri uterine balloon was initiated, and patient was transferred to another hospital. It was reported that after initial bleeding control by vacuum-induced hemorrhage control system (jada system), there was another bleeding episode. The patient sought medical attention. No product quality complaint (pqc) and additional adverse event (ae) (no adverse event) reported. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. Upon internal review, the event device ineffective was determined to be serious due required intervention (devices). This case was linked to same patient linked cases included (first vacuum-induced (jada system) fell out when patient moved during two resuscitations) (device expulsion) (reported in oars # (B)(4). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed this is an amended report to checked correspondence contact for the primary reporter. Imdrf code -health impact code f2301 removed from product tab. Link type ¿same patient/partner¿ changed to ¿same patient link¿.